Event description:
The patient reported pain at the pocket site and lead incision site. The surgeon explanted the system.

Manufacturer narrative:
Products were discarded and will not be returned for evaluation. This is the final report.